Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that 20 pcus had network card failures and displayed error code 600.6875. The drug libraries were not downloaded. There was patient involvement but no harm.

Manufacturer narrative:
Correction : describe event or problem.

Event description:
It was reported that 20 pcus had network card failures and displayed error codes "600.6085, 600.6875, and 600.6835." The drug libraries were not downloaded. There was patient involvement but no harm.